Event description:
The customer requested an mrx faceplate. There was no allegation of a product malfunction was indicated by the request of the mrx faceplace as this part could affect the ability to delivery therapy. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.